Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. The customer's blood glucose reading was 440 mg/dl at the time of incident. Troubleshooting found that the battery has been out of the pump since yesterday. Customer was assisted with replacing the battery and the time and date settings. The customer was advised to monitor the pump and call back if necessary.